Event description:
It was noted that during the insertion of the hasson trocar & sleeve that a portion of plastic where the gas connects to the trocar sleeve became chipped off & fell down into the trocar. This was removed easily from the pt's abdominal cavity. (It remained in within the trocar on the inner aspect of it. This was able to be rescued from the pt's abdomen. There were no foreign bodies left in the pt's abdomen.)